Event description:
Pt received an inter-op acetabular shell implant in 2000. In 2001, the implanted device was explanted. Pt's preoperative diagnosis was, "failed acetabular component right hip". The surgical procedure was, "revision acetabular component right hip". The operative findings were that, "the component was completely loose in the acetabulum. It was actually starting to erode away the anterior aspect of the acetabulum."